Manufacturer narrative:
Higher than normal anterior capsular reflectivity seen. Unidentified underlying patient condition could contribute to a capsular tear. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor ((B)(6)) reported to cas that they experienced an anterior radial tear during procedure ID #(B)(6).

Manufacturer narrative:
Higher than normal anterior capsular reflectivity seen. Unidentified underlying patient condition could contribute to a capsular tear. System functioned as designed. No further clinical follow-up required.

Event description:
On 04/15/2025, doctor ((B)(6)) reported to cas that they experienced an anterior radial tear during procedure ID #(B)(6).